Manufacturer narrative:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Evaluation summary (B)(4) analysis of the device revealed that the incorrect real time telemetry battery voltage measurements were the result of high internal battery resistance.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. Review of manufacturer's database revealed the patient died. Follow up with clinic reported patient was not pacemaker dependent. Was last seen in the clinic six months prior to death with no device or lead issues noted. Nurse reported "death was expected. Hospice was being planned as her body was shutting down." Exact cause of death was not indicated in the records.

Event description:
The device was returned to the manufacturer, analyzed, and subequently tested out of specification. Review of manufacturer's database revealed the patient died. The cause of death was requested and not received.